Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, there was liquid contamination on the pca and the cells. The cause of the inability to power a monitor and charge is the liquid contamination..the root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that the battery pack was unable to power on a monitor.